Manufacturer narrative:
(B)(4). Investigation summary: baxter received the sample for evaluation. Visual and microscopic inspection verified presence of particulate matter. Microscopic inspection identified a particulate in the sample, approximately 4.6mm long. Further testing via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning revealed the particulate was found to be consistent with cellulosic material; further characterized by polarized light microscopy as being consistent with cotton fiber. The cause could not be determined. A CAPA has been initiated to investigate particulate matter issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 100ml bag had particulate matter inside. The bag contained ifosfamide. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 3.